Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance measurements which were not out of range. The sensing and threshold measurements were stable and there was no noise at that time. The lead was later surgically abandoned and replaced due to high impedance measurements. No additional adverse patient effects were reported.